Event description:
It was reported that during the implant procedure, the physician felt "a lack of strength". He retrieved the lead and noticed the helix was extended. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): helix/lobe distorted/bent and the tip was damaged